Event description:
Customer reported on a bravo ph capsule that failed to attach. According to the customer, they had to retrieve capsule from patient's throat. The patient was not injured following the procedure.